Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor during their pd treatment. The patient reported receiving a supply bag lines are blocked alarm during dwell 3 of 4 of treatment and the treatment was cancelled. The patient stated that fluid did not come into contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact stated that there was liquid on the floor so they checked the lines and the bag but could not find a source for the leak. The heater bag was empty, the supply bag was full, and the drain bag was partially empty. The treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set, heater bag, and solution bag used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.